Event description:
The reporter was covering for the managing hcp (healthcare professional). The patient stated that an MRI was ordered to assess whether or not a granuloma was present. Since january, the patient had a "really bad sunburn" feeling in her arm. The catheter placement was not cervical so it was not consistent with band-like radicular pain associated at the level of the catheter. The symptoms had worsened over time; they had worsened and spread to her right foot. The patient had the MRI on the date of this report; however, during the MRI the patient had a burning in her ear, so they stopped the MRI due to the burning in her ear. The patient didn¿t finish the MRI, so the reporter thought that they may have to finish the MRI. The patient¿s diagnosis was rsd (reflex sympathetic dystrophy syndrome), but the patient stated that the sunburn pain that she was experiencing was different from the burning pain from her rsd. The patient also felt hot, but didn¿t have a fever. The reporter was planning to update the managing hcp. The device system was delivering morphine (25 mg/ml at 10.503 mg/day). The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8590-1, lot# n150615, implanted: (B)(6) 2010, product type: accessory. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, lot# j10975r61, implanted: (B)(6) 2002, product type: catheter. (B)(4).